Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a software process error. Upon troubleshooting actions, fse identified internal software errors and system issues. The fse proceeded to reinstall the system and carried out debugging. After repairs, the system was returned to use in good working order.